Manufacturer narrative:
One device was returned for repair with complaint that the clutch pops during the occlusion test. Alarm history reviewed and found alarms confirming complaint. Service history review identified the complaint was not related to a previous service of the device within the review period. Complaint was verified during initial testing of the pump, which failed the occlusion test. To address the issue, the pump's clutch, lead screw, and worm coupling were replaced, and the drivetrain components were relubricated. The pump's speaker was also replaced due to a primary audible alarm that occurred during testing.

Event description:
It was reported that the clutch pops during the occlusion test. No additional information provided. Patient involvement is unknown.

Manufacturer narrative:
B3: event date unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.